Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
Revision of ascend flex reverse stem with perform reversed glenoid due to infection